Event description:
Follow-up information indicated surgical intervention was undertaken on (B)(6) 2016. The physician attempted to remove the lead, however due to scar tissue was unable to do so. The physician implanted 2 additional leads and effective therapy was restored.

Manufacturer narrative:
(B)(4)

Event description:
It was reported the patient's drg lead migrated ventral causing the patient to experience motor stimulation. Surgical intervention may take place at a later date to address the issue. Additional information regarding the implanted device was not provided to the manufacturer as the patient was implanted while stationed in the (B)(6).

Event description:
Additional information received indicated the lead associated with this report was attempted to be removed (MFR report: 3008829311-2018-00075), but when the physician attempted to remove the lead, it was suspected that a portion of the distal end broke and possibly remains inside the patient.